Manufacturer narrative:
Insulin pump received with a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 294 mg/dl. The caller stated that the customer had an MRI. The customer walked into the MRI room with the insulin pump but the technician took it out of the room before the procedure. After the MRI the insulin pump started alarming. The customer does not use the sensor feature. They were unable to rewind the insulin pump. They were advised to remove the battery to prevent continuous alarming. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.